Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (charge profile fault, discharge profile fault) was confirmed. Upon investigation the monitor did not pass incoming functional testing. The cause for the failure was isolated to the c19 capacitor on the defibrillator pca. The negative lead pad was lifted off the board, causing the faults. In addition, there was contamination on the pins of pca jumper j1000. Root cause investigation of similar failures determined that flux contamination on j1000 can cause the service code. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a patient was receiving a service code 102 (charge profile fault).